Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported it was the patient¿s right implant that was involved in the event. The cause of the implant depleting faster than it used to was unknown. The rep. Advised the patient to monitor the situation and re-educated them on how to read battery levels. The patient had no traumas/falls/incidents they could think of to report. The rep. Also advised the patient to follow-up with their managing hcp if needed for checking impedances. The patient was going to let the rep know if anything changed related to the implant depleting faster or follow-up with their hcp. It was noted the patient already contacted their hcp who told them due to covid-19 they were not advised to come to the clinic to be checked at this time. No patient symptoms or further complications were anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial#: (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient requested an impedance check because he is concerned one ins was draining faster than it used to. The cause was unknown. The rep was going to email the patient back to get more information. No symptoms were reported. No further complications were reported/anticipated.